Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty on (B)(6) 2011. Legal counsel for patient reports patient allegations of personal injury. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: material sensitivity reactions. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02116 and 2014-05398).

Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty on (B)(6) 2011. Legal counsel for patient reports patient allegations of personal injury. There has been no reported revision procedure. Additional information from patient's legal counsel reported patient allegations of pain, difficulty walking and tissue/bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.